Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 309703 and lot number 4278883 . The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe 5ml ll tip bulk convenience pak barrel cracked. The following information was provided by the initial reporter: material #309703 lot #4278883. Rcc received a complaint via email. Product information product code: 309703, product description: syringe hypo 5cc l/l sterile convenience tray bx/25, lot/serial #: (B)(6), expiry date: 2029-07-31. Problem information product concern ticket number: (B)(4) date of incident: (B)(6) 2025 concern description: crack in barrel of syringe, syringe was used to draw up drug solution, drug solution squirted out of crack and towards the users face/eyes. User was able to move quickly to avoid solution. Occurrences: 1 ea.

Manufacturer narrative:
Investigation result: a device history record review was completed by our quality engineer team for provided material number 309703 and lot number 4278883. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.